Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 35% to 5% suddenly while connected to a power source. Review of pump history by the customer during troubleshooting with tandem technical support determined the pump battery depleted from 70% to 65% while connected to a power source. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.